Event description:
Patient called in to report the incision where the port is placed for a lap-band system "keeps opening up and draining." No additional treatment given at this time. Follow-up findings, per surgeon, "access port placed with no complications. Patient returned to clinic a month later with a slight dehiscence of the wound, with some redness and slight discharge. The small wound was packed until healing well. Patient seen in follow-up twice and continues to improve. Original lap-band system with new access port ii remains implanted."

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The injury is healing and the device remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. Therefore, no analysis or testing has been done. Infection, wound dehiscence and wound drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection and wound dehiscence as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, abnormal healing and wound infection."